Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.